Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. The battery was found in a state of overdischarge. Final device analysis of the lead revealed the following: there were no significant anomalies found. The #9 connector sleeve was pulled out of location and moved more proximal toward the #10 connector. Suspected overstress damage at explant. Conductors are still connected (continuity acceptable).

Manufacturer narrative:
Product ID 39286, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient's device was 'not working and was removed.' It was explanted on (B)(6) 2012. No further information was reported. More information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.